Event description:
The plaintiff's attorney alleged the plaintiff experienced a cardiovascular event on (B)(6) 2012 after use of the product.

Manufacturer narrative:
This medwatch report is associated with MDR #1225714-2013-00343.